Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that tip of winged retractor broke off in acetabular of patient when doctor attempted to remove retractor. Tip is approx 1 inch long. Doctor elected to leave it in patient.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The center fixation spike has fractured from the device and was not returned. Additional visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. Functional inspection: the damage to the device renders it non-functional. A material analysis has been performed. The report concluded: "the nail fracture occurred in rapid overload due to the application of an off-axis bending load. Evidence of impact damage near the fracture surface was observed; however, it can not be determined if this damage was directly related to the fracture. The eds spectrum of the material was consistent with the astm f-75 cocr casting alloy. No manufacturing or material defects were observed on any device features examined." The investigation determined the device failed due to off-axis bending load. This scenario is consistent with off-axis impaction forces during placement of the retractor nail, a user related issue. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that tip of winged retractor broke off in acetabular of patient when doctor attempted to remove retractor. Tip is approx 1 inch long. Doctor elected to leave it in patient.